Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment on the 2008t machine. A blood leak alarm was received on the 2008t machine. The drain tested positive for the blood leak. Information related to the dialyzer was unknown upon initial reporting. Additional information was obtained during follow-up wilt the clinic manager (cm). A blood leak alarm was received on the 2008t machine. Blood leak test strips were used and tested positive for the presence of blood. It was unknown whether the blood leak was visible to the staff. The patient's estimated blood loss (ebl) is approximately 300 ml. No required medical intervention resulted from the reported blood loss. It was suspected that the patient had a blood clot in their upper body from where their fistula (not a fresenius product) is located. Rather than re-setting up the patient, the patient was instructed to go to the emergency room. It was determined that the patient¿s access on their fistula was clotted at the upper end. The patient was hospitalized, scheduled for declotting (date of unknown), and returned for treatment on 2/5/2025. No additional information was available upon follow-up. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on two of the lots and one nonconformance one one lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment on the 2008t machine. A blood leak alarm was received on the 2008t machine. The drain tested positive for the blood leak. Information related to the dialyzer was unknown upon initial reporting. Additional information was obtained during follow-up wilt the clinic manager (cm). A blood leak alarm was received on the 2008t machine. Blood leak test strips were used and tested positive for the presence of blood. It was unknown whether the blood leak was visible to the staff. The patient's estimated blood loss (ebl) is approximately 300 ml. No required medical intervention resulted from the reported blood loss. It was suspected that the patient had a blood clot in their upper body from where their fistula (not a fresenius product) is located. Rather than re-setting up the patient, the patient was instructed to go to the emergency room. It was determined that the patient¿s access on their fistula was clotted at the upper end. The patient was hospitalized, scheduled for declotting (date of unknown), and returned for treatment on (B)(6) 2025. No additional information was available upon follow-up. No parts were returned to the manufacturer for physical evaluation.